Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned component underwent a thorough analysis. The pump was examined; the pump tubing had been cut down to the pump block with no tubing returned for analysis. The pump passed the leak and functional testing performed. Based on the information available, the device allegations could not be confirmed.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working as intended. The physician determined that the pump would dimple when pressed, so the pump was replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working as intended. The physician determined that the pump would dimple when pressed, so the pump was replaced. There were no patient complications reported.